Manufacturer narrative:
Product complaint # (B)(4). Representative samples returned to support investigation of multiple device issues captured in reports 2210968-2018-77015, 2210968-2018-77016. Analysis results have been included in follow-up reports for each. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Evaluation: five retain samples of incident codes and lot number were retrieved for analysis. The primary packs of retain samples were visually inspected for attributable defects, but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attributable defects, but no such defects were observed. The needles were inspected for any attributable defects, but no such defects were observed. The retain samples were tested for needle pull off test and found to meet the specification. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the above analysis, it is evident that there was no issue related to the suture quality and processing of this incident lot. As the complaint is related to performance-pull off suture needle, needle pull off test is applicable & measurable parameter. Needle pull-off test was performed over five retain samples to check the behavior of the swaging process. The average needle pull value of the retain sample was found to meet the average usp requirement. All the individual as well as average needle pull-off values were found to meet the usp specification requirements. Per the condition of the representative sample, this analysis shows that there was no issue related to processing of the lot.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018, and a suture was used. During surgery, the needle detached from swaging point after first bite taken. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 4/18/2019. Additional evaluation summary: the returned complaint sample was visually inspected. Upon visual inspection it has been observed that suture was partially disintegrated. Returned needle was inspected with 10x magnification and no defect was observed. Complaint sample foil was not returned along with complaint sample. Results for 2 devices were already sent via 2210968-2018-77015 on 2/13/2019. Result of second device will be reported separately via 2210968-2018-77016.